Event description:
A nurse reported that a system powered down during a procedure. The power cord was changed and the surgery was completed. There was no patient harm.

Manufacturer narrative:
A site visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).